Event description:
A report was received that following a revision procedure (refer to MFR report # 3006630150-2012-00156) the patient developed an infection. The patient's ipg was explanted.

Event description:
A report was received that following a revision procedure (refer to MFR report # 3006630150-2012-00156) the patient developed an infection. The patient's ipg was explanted.

Manufacturer narrative:
Additional information was received that the lead and lead extension were also explanted and discarded by the medical facility. The ipg passed visual and performance test done. The ipg exhibits normal device characteristics. No complaints about the functionality of the devices were reported. Additional suspect medical device components involved in the event: model: sc-2218-30, serial: (B)(4), description: linear st lead, 30cm; model: sc-3138-35, serial: (B)(4), description: scs phiii ext 35cm. A review of the manufacturing documentation for the lead and lead extension found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the all devices found them to be satisfactory.